Manufacturer narrative:
Further information was requested but not yet available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased battery capacity and undersensing were noted on the device. No action was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the premature depletion was due to excessive connections to merlin.net. The physician elected to take no further action and to monitor the patient.

Event description:
Additional information received indicated the patient will be monitored and the low battery capacity was due to memory overflowing with episodes.